Event description:
It was reported that the patient faced an infusion set leakage at the site.

Manufacturer narrative:
E1: name: abbvie inc.country: united states of america.street: 1 north waukegan road.city: north chicago.state: il.zip code: 60064.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.